Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Painful: vagina [vulvovaginal pain]. Tampon is painful [medical device site pain]. Uncomfortable: vagina [vulvovaginal discomfort]. Tampon is uncomfortable [medical device site discomfort]. The extended part that pushes the tampon in it breaks halfway [device breakage]. Breakage is happening on the extended part that pushes the tampon in it breaks halfway through which leaves the tampon halfway in [complication of device insertion]. Makes it painful and uncomfortable when I have to take it out [complication of device removal]. Leaves the tampon halfway in and dislodged [device deployment issue]. Case description: consumer reported via e-mail that tampon applicator breaks. No serious injury reported.